Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 message indicator that the battery voltage is too low for the projected remaining capacity. Battery estimate was inaccurate due to voltage alert. This device was surgically replaced and it's expected to be returned. No additional adverse patient effects were reported.